Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The customer reported a ventilator in which the nav (navigation) ring was not working. There was no patient involvement or harm.

Manufacturer narrative:
G4: 10nov2020. B4: 13nov2020. The ui (user interface) front bezel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no failures were found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jun2020. B4: 11sep2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.